Event description:
It was reported that the customer experienced high blood glucose levels. The customer observed air bubbles in the tubing. The customer usually changes cartridges every 3 days using humalog. The customer used manual injection for correction.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.